Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the lead displayed fluctuating/unstable thresholds, high impedance, noise, and the short v-v intervals were noted. Additionally, the lead dislodged. A revision was performed; the "lead position was moved." The lead remains in use and no patient complications have been reported as a result of this event.